Manufacturer narrative:
The smart card data, customer provided photographs and complaint kit were returned for evaluation. A review of the data on the smart card showed the customer received multiple alarm #16: collect pressure alarms during the treatment. Buffy coat collection began after 1477ml of whole blood had been processed and ended after 79ml of buffy coat had been collected. Photoactivation took place and then the treatment ended automatically as expected. The customer identified the drive tube leak when unloading the kit. The customer provided photographs show the blood on the lower overmold and on the inside of the drive tube clamp. The centrifuge bowl and drive tube were the only parts of the kit returned for evaluation. A pressure test was performed on the lower drive tube and a leak was confirmed at the base of the drive tube, where the tri-connector and drive tube are bonded together. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the material used to build lot n213 was performed, and no non-conformances were observed. The drive tube and tri-connector passed all in-process inspections and the kit successfully completed treatment. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. (B)(4) (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed the drive tube leaked when removing the kit after treatment was completed. The customer reported the patient was in stable condition. The customer returned photographs and will return the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n213 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n213 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the photographs and returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4).